Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes; d10: returned to manufacturer on: 2021-04-14. Investigation summary: eight 20019e7d samples from lot#: 20097046 were received for investigation. Seven in sealed packaging. And one with opened packaging. A visual inspection of each of the returned samples confirmed. The customer's experience with both of the smartsites observed, to be oval in shape. Leakage was observed, from six of the samples, during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot#: 20097046, did not identify any in-process testing failures or quality deviations. Which may have resulted in a report of this nature. The cause of the oval smartsite issue is exposure of the smartsite to an external heat source, that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped. Therefore, when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.

Event description:
It was reported that 2 y ext w/vlv ports & 2 sld clp, 7 day experienced leakage. The following information was provided by the initial reporter: we have a batch of the twin extension set, that leaks when one of the smartsite is flushed or has fluid infusing. Bad batch has oval shaped smartsites. And one smartsite leaks when the other smartsite has fluid infusing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 y ext w/vlv ports & 2 sld clp, 7 day experienced leakage. The following information was provided by the initial reporter: we have a batch of the twin extension set that leaks when one of the smartsite is flushed or has fluid infusing. Bad batch has oval shaped smartsites and one smartsite leaks when the other smartsite has fluid infusing.